Event description:
The customer obtained non reproducible and higher than expected vitros tropi es results from a single patient sample and from a known troponin I free patient pool processed on a vitros 5600 integrated system. Patient sample: vitros troponin I es result of 0.542 ng/ml vs. Result of <0.012 ng/ml. Patient pool: vitros troponin I es result of 0.076 ng/ml vs. Result of <0.012 ng/ml. The higher than expected vitros tropi es result from the patient was reported to a clinician. The clinician questioned the result and a corrected result of <0.012 ng/ml was subsequently reported to the clinician. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from a single patient sample and from a known troponin I free patient pool processed on a vitros 5600 integrated system. Within run precision was unacceptable and service actions were taken to repair the instrument. The repairs were verified by acceptable within run precision testing. Therefore, the most probable root cause for the non-reproducible and higher than expected vitros troponin I es results is unexpected analyzer performance. However, the possibility that poor reagent performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.